Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. It was reported during the index procedure, a final angiogram showed contrast outside of the left iliac limb. It was then determined that the limb appeared to have a hole. The physician elected to reline the iliac stent graft with another limb. After light ballooning of the new limb, the leak was no longer observed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient is fine.